Event description:
It was reported that an ilet device sustained physical damage when it fell from the user¿s sleeping area and struck a metal bed frame, resulting in a cracked screen. Symptoms included no reported clinical effects. Outcomes included no reported impacts on health or care. Investigation included review of the reported event and initiation of device replacement logistics. Investigation of this device revealed damage consistent with accidental impact to the device¿s display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user handling-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.